Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller being exchanged was confirmed via analysis of the submitted controller periodic log file, which is associated with a different controller. The log file associated with controller, serial number (B)(4), contained approximately 37 days of data ((B)(6) 2021 and (B)(6) 2022 - (B)(6) 2023 per the timestamp). The log file captured a time gap between (B)(6) 2021 at 21:02:26 and (B)(6) 2022 at 16:16:07. The periodic log file did not capture any events between these dates. The periodic log file collected data at specified time intervals of 1 hour or 12 hours rather than upon the detection of an event; therefore, this indicates that controller, serial number (B)(4), was exchanged and disconnected from power sometime after 21:02:26 on (B)(6) 2021 and was reconnected to the patient¿s pump sometime before 16:16:07 on (B)(6) 2022. The exact time and the cause of the controller exchanges could not be determined from the periodic log file. The pump maintained a speed above the low speed limit throughout the log file. Multiple requests for additional information were made to determine the cause of the controller being exchanged with controller, serial number (B)(4), on (B)(6) 2022 and if the exchanged heartmate 3 system controller would be returned for evaluation; however, no response was received. No log files associated with the exchanged controller were submitted for review. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the heartmate 3 system controller could not be reviewed as the serial number is unknown. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 2, entitled ¿how your heart pump works¿, and heartmate 3 instructions for use (IFU) section 2, entitled ¿system operations¿, explain how to replace the running system controller with the backup system controller. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (doc #(B)(4), rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) and heartmate 3 patient handbook section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. This section explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that review of the periodic log file revealed that a controller exchange occurred sometime before 16:16:07 on (B)(6) 2022.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. No further information was provided. The manufacturer is closing the file on this event.